Manufacturer narrative:
Only the filter is returned to rep . Visually the filter looks very fine. Diameter between legs and hooks at all four legs are measured together with qc-venacava and was measured to be inside specifications. No production error at the filter can be found.

Event description:
In 2009, celect ivc filter was placed. Initially when placed, the filter was not in the appropriate location. The physician recaptured the filter to redeploy in correct location. On the following mont, the filter was removed. The physician initially performed a cavagram and the celect filter was visible at the bifurcation. The filter was found to be lower than the initial placement location. The celect filter was captured and removed with no complications. The patient had no symptoms in regards to the filter location.